Manufacturer narrative:
(B) (4).

Event description:
It was reported that a critical alarm had occurred due to zero ml reservoir volume reached; this was confirmed by telemetry. The pt experienced withdrawal. Oral baclofen was given. It was noted that the pt had been in intrathecal baclofen withdrawal in the past and this time it was not as severe (previous withdrawal was reported in mfg report # 3007566237201000183). The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.